Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that device had a burnt smell from the right iui. There was no patient involvement.

Manufacturer narrative:
Corrections: h3, h6 (method, results, conclusion), h11. Additional information: d11, g4, h2, h10. Investigation conclusion: the customer¿s report of a burnt smell from the right iui was not confirmed during the physical inspection and was not replicated during testing. Inspection of the pcu¿s male and female iuis found no evidence of a thermal event. Testing performed utilizing the iui test method (dir 10000360047) failed to replicate a channel disconnection or a thermal event. There was no patient involvement. Device inspection: the source pcu was received in good condition. Male iui date code 7/19 (july 2019). Root cause analysis: the root cause of the customer¿s complaint of a burnt smell from the right iui was not identified. Device history review: review of the source pcu sn (B)(6) service history record showed the device had a manufacture date of 30sep2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 23sep2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure were opened for the source device.

Event description:
It was reported that device had a burnt smell from the right iui. There was no patient involvement.